Event description:
Customer called and stated there was a small pin hole burn in the switch.

Manufacturer narrative:
We have yet to receive a complaint similar to this, therefore we were unable to compare info to determine a cause, and despite providing a pre-paid return service label, the product in question has not been returned as of the date of this report.